Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation to his sides under the ECG electrodes. The skin issue was described as spots that were "sores and bleeding." The patient took the lifevest off to allow time for his skin to heal and the patient's doctor was aware of this. Upon follow up with the patient, he reported the skin irritation had improved some. There was no alleged device malfunction.